Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. Dry blood was visible throughout the vamp system . The pressure tubing had been detached from the vamp reservoir stopcock. Dry blood was evident throughout the vamp system. Pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on less than 50% tubing bond surface area. Tubing od was measured 0.1405", near the point of detachment. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the disposable pressure transducer was detached from the patient side of the vamp. The nurse noticed that there was no signal from the arterial line on the bedside monitor; thus she lifted the quilt and discovered about 100 ml of blood in the bed. There was no allegation of patient injury.